Manufacturer narrative:
Per biomed he replaced the power management (pm) board to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator does not power on at test 10 step 5 during performance verification test (pvt). The customer reported that the unit was not in use on patient.